Manufacturer narrative:
No patient involved. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that initially the system was operating very slowly and then was in standalone mode. The clinical specialist tried to reboot the system by pressing and holding the power button, but after several minutes, it would still flash green and never shut off. This happened on both the image acquisition system and mobile viewing station. The clinical specialist then disconnected the image acquisition system from the mobile viewing station and disconnected the mobile viewing station from the outlet and was able to successfully boot down the system. The clinical specialist was then able to power on both the image acquisition system and mobile viewing station normally. No patient was present. Additional information received: due to the intermittent nature of the issue, the field service engineer said that the trained biomed is monitoring the issue.